Event description:
It was reported that the patient underwent an initial implantation. Subsequently, approximately 7 months post-implantation, the patient developed pain and swelling, and a peroneal sheath injection was ordered. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D.10 p10-251-tll2-s, talus flat lt sz 2 tps strl, lot: 260f27523b02. P10-310-i208-s, x-link vtmn e poly 2x8mm neu strl, lot: 266081542106. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.